Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. The blood glucose reading was 488 mg/dl. The customer experienced symptoms of nausea and dizziness. The customer treated with manual injection and bolus. The drive support cap appeared normal. Insulin exited with a manual prime and no leaks or air bubbles were observed. The insertion site was not sore or irritated. The customer was advised to change the entire set, reservoir, and insulin, and treat per a health care professional's instruction. The customer was advised to call back with a tubing clamp available to perform a high pressure test. The insulin pump was not returned or replaced.